Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device had noise, and sticky triggers. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device had a sticky trigger, and noise. Reliability engineering evaluated the device and observed that the ball bearings and motor assembly were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.